Event description:
The customer reported that during a oophorectomy and salpingectomy, the device activated although the activation button was not pushed. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: 12/22/2010. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.